Event description:
The following was reported by the attorney for the patient: on (B)(6) 2008: the patient had a bard composix kugel mesh implanted to repair a hernia defect. On (B)(6) 2008: the patient underwent additional surgery to remove the implanted mesh. At this time, a bard composix kugel hernia patch was implanted to repair the hernia. The attorney report alleges, the patient has suffered and will continue to suffer physical pain. The composix kugel patch used in patient's hernia repair surgery failed, resulting in patient's suffering pain and harm. The patient was seriously and permanently injured.

Manufacturer narrative:
We have contacted the initial reporter to request additional information and to request return of the device for evaluation. This MDR includes all patient, event and device information davol has received to date. The report does not identify a specific device issue and no product was returned for evaluation. Based on the currently available information, it is unknown whether the device may have caused or contributed to the reported event. No conclusion can be drawn at this time.